Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax. The location of the pneumothorax was right lower lobe. A chest tube was placed, and patient was hospitalized for observation. The chest tube was removed and the patient was discharged.